Manufacturer narrative:
The reference (B)(4) has been allocated to this case by rayner. The healthcare facility reports that "macro inflammation" was present post iol implantation and that cyclitic membrane was observed during a post-operative consultation on (B)(6) 2016. No information on the treatment provided to the patient to resolve the inflammation and cyclitic membrane has been made available to rayner. Rayner is following up with its distributor to obtain additional information to facilitate further investigation of this report. Our review of production records for the c-flex advance aspheric adv970 iol batch (B)(4) showed that all manufacturing and quality checks were conducted with successful results. All lenses released for distribution from this batch were within tolerance, met specification criteria and were without defects. Device not returned to manufacturer.

Event description:
On 15th april 2016, rayner intraocular lenses limited received notification from its distributor in (B)(4) of an event that occurred following implantation of a c-flex advance aspheric adv970 iol. The event description provided states that the patient presented with inflammation post-operatively and that during a post-operative consultation on (B)(6) 2016 cyclitic membrane was observed.